Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/29/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and skin rash/dermatitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: capsular contracture baker grade iii, skin rash/dermatitis further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported right side "small bumps on breast." Healthcare professional reported right side "capsular contracture" baker grade iii. Device has been explanted.